Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was checked, after the patient was admitted to the hospital for shortness of breath. The check revealed that the lv pacing impedances measured greater than 2500 ohms. There was reportedly no capture in any lv lead pacing configuration. It was also reported that there had been a sudden spike in pacing impedance measurement late in 2017. This patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that this left ventricular (lv) lead was abandoned surgically and replaced with an epicardial lead. No additional adverse patient effects were reported.

Event description:
Additional information indicated that this lv lead was tested via pacing system analyzer (psa) during the lead procedure. While being tested, the high pacing impedances remained, with no capture. They were unable to identify visible damage to the lead on fluoroscopy. However the physician identified narrow first rib/clavicular anatomy and his thought was there was possible crush damage to the lead. No additional adverse patient effects were reported.